Event description:
It was reported that during a coronary stenting procedure, a stent dislodgement occurred. The 90% stenotic lesion was located in the proximal to mid right coronary artery(rca). The physician predilated the lesion with a 1.25x15mm and 2.5x20mm non-bsc balloon and then deployed a 3.5x38mm taxus liberte stent in the proximal rca. The physician then attempted to advance a 3.0x38mm taxus liberte stent to the mid portion of the lesion but was unable to cross the stent implanted in the proximal rca. Upon removal it was observed that the stent had dislodged inside the implanted stent. The physician deployed the 3.0x38mm stent inside the 3.5x38mm stent. The procedure was completed with a 3.0x18mm and 3.0x29mm non-bsc stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a coronary stenting procedure, a stent dislodgement occurred. The 90% stenotic lesion was located in the proximal to mid right coronary artery(rca). The physician predilated the lesion with a 1.25x15mm and 2.5x20mm non-bsc balloon and then deployed a 3.5x38mm taxus liberte stent in the proximal rca. The physician then attempted to advance a 3.0x38mm taxus liberte stent to the mid portion of the lesion but was unable to cross the stent implanted in the proximal rca. Upon removal it was observed that the stent had dislodged inside the implanted stent. The physician deployed the 3.0x38mm stent inside the 3.5x38mm stent. The procedure was completed with a 3.0x18mm and 3.0x29mm non-bsc stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluation: there was contrast in the inflation lumen and blood between the balloon folds. The balloon was tightly folded with stent impressions on the surface of the balloon between the markerbands. The stent was not returned for product analysis. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).